Event description:
It was reported that the insulin pump had battery longevity for only 1 week. There was also a crack in the device case at the battery compartment observed. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed displacement test, operating currents, self test and off no power test. No unexpected low battery alarm was noted. The device was received with scratched lcd window, broken battery tube threads, and cracked case display window corner, reservoir tube lip, reservoir tube and reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.